Event description:
Boot fully inflated on left foot which was operative leg. It popped off the foot portion but was still strapped around pt's ankle, remained fully inflated and restricted circulation. Left crease mark on ankle that eventually resolved. Pt was complaining of "terrible pain" as this occurred.

Event description:
Boot fully inflated on left foot which was operative leg. It popped off the foot portion but was still strapped around pt's ankle, remained fully inflated and restricted circulation. Left crease mark on ankle that eventually resolved. Pt was complaining of "terrible pain" as this occurred.